Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. Patient age at time of event, date of birth and weight not reported. Date of event is unknown. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. *see note below. Reprocessor name and address n/a to this report. Concomitant medical products and therapy dates not reported. Correction n/a to this report. Device manufacture date could not be confirmed. *see note below. Correction n/a to this report. No files attached to this report. *note: because screw length is unknown, brand name and model # feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # and device manufacture date could not be confirmed and device history record (DHR) review could not be conducted. Investigation summary: review of surgical technique: there is limited information provided regarding the surgical technique for implantation of the mib hardware. Engineering manager cr reviewed the available x-ray and believes that the surgeon utilized a screw that was long enough to purchase the distal cortex. However, the x-ray does not give the best angle to view that interaction. DHR review: DHR could not be conducted. *see note above. Visual / dimensional inspection: visual / dimensional inspection could not be conducted as the part was not returned to corporate. Simulated use testing: simulated use testing could not be conducted as the part was not returned to corporate. Simulated use testing will not be conducted on any parts on hand due to the inability to recreate the load applied from patient noncompliance. Evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving an mib removal between (B)(6) 2019 and (B)(6) 2020. Eleven (11) complaints were identified. In reviewing these complaints, none were helpful in determining the root cause of this event as all root causes were unknown or the complaint is not closed at this time. Summary / root cause analysis: the tiger cannulated screw likely backed out due to patient noncompliance as there were no identified issues regarding surgical technique nor DHR review. Thus, the root cause of the removal is due to patient noncompliance.

Event description:
On (B)(6) 2020, a trilliant surgical sales representative reported that a 2.4mm x xxmm tiger cannulated screw (200-24-0xx) backed out of the most proximal interfragmentary screw hole of the minimally invasive bunion (mib) plate, right (300-70-001). The minimally invasive bunion plating construct was implanted on (B)(6) 2019 by doctor 1 in a female patient, age unknown. Post-operatively, the patient returned for follow up on the bunionectomy procedure (the exact timeframe of this follow up is unknown, but it was early on after the procedure was performed). During the follow up appointment, the patient admitted to non-compliance and, after fluoro was taken, it was discovered that the implanted proximal interfragmentary 2.4mm x xmm tiger cannulated screw (200-24-0xx) had backed out of the plate. Doctor 1 surgically removed the 200-24-0xx on (B)(6) 2020, leaving the rest of the minimally invasive bunion plating construct implanted. The removed 2.4mm x xmm tiger cannulated screw (200-24-0xx) was disposed of during the removal procedure and will not be returned to trilliant's corporate office for further investigation. Due to the amount of cases doctor 1 had on (B)(6) 2019, the sales representative was not able to determine the exact length of the implanted 2.4mm tiger cannulated screw.